Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. There was no adverse impact to customer's blood glucose level. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.